Event description:
On 11/14/2024, it was reported by a sales representative via sems-06711998 that an ar-3638dhc-1 knotless fibertak broke off inside the patient. Broken piece was removed. Another device was opened, and it too broke off inside the patient. Broken piece was retrieved from patient. Another lot number was used, and the case was completed with no adverse effects to the patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.